Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4).

Event description:
It was reported from (B)(6) that 16 days post ventricle assist device (vad) implantation the inpatient was observed to be dysarthric, agitated with right facial droop and unable to move all limbs. An urgent head computed tomography (CT) demonstrated left middle cerebral artery territory hemorrhagic infarct with subfalcine herniation of 4mm to the right. Antiplatelet therapy was ceased, anticoagulation was reversed and the patient was intubated and ventilated with all supportive care. Additional head CT showed further progression of the hemorrhage. The decision was made with family consent to withdraw vad support, the patient expired. There is no additional information.

Manufacturer narrative:
Additional information received indicates that the patient expired on (B)(6) 2014. No autopsy was performed. There is no indication that the device malfunctioned, the patient condition may have caused or contributed to the event. It is reasonable that all pertinent information has been reported. No additional request for information will be sent. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Please see section 6.4 for a summary of the stroke data. To mitigate the risk of stroke, please adhere to the following patient management guidelines: maintain map at <85 mm hg as tolerated. The hvad® pump is sensitive to both preload and afterload. Ramp speed and flows more slowly during the first few weeks (e.g. 30 days) post-implant to avoid excessive hemodynamic forces that may damage fragile blood vessels that have undergone remodeling secondary to the lower pressures and reduced flow associated with medically-treated heart failure. There is no apparent need to exceed a cardiac index of 2.6 l/min/m2 until patients have fully recovered from the implant surgery and physical performance improves. A cardiac index of 2.6 l/min/m2 is the lower limit of normal for a healthy adult. Maintain anticoagulation within the recommended inr range of 2.0-3.0. Check for asa resistance with a reliable test (e.g. Verifynow®) and adjust asa mono-therapy accordingly or consider combination therapy such as asa 81 mg plus aggrenox® (asa plus extended -release dipyridamole) or daily asa 81 mg plus plavix 75 mg. In general, mono-therapy with asa is not encouraged in the absence of testing for resistance. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.